Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented feeling a little fatigue, loss of av synchrony was noted. Chest x-ray revealed right atrial lead dislodgement. During lead revision the helix would not work properly. The lead was explanted and replaced. The patient was in good condition post procedure.